Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. One 10ml luer-lock syringe (p/n 301029) was received and evaluated. Two reddish-brown embedded foreign matter spots observed on the barrel. The condition observed is non-conforming per product specification. Potential root cause for the embedded foreign matter defect is associated with the molding process. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. The batch number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ 10 ml bulk pack luer lock tip without safety foreign matter was found in the syringe. The following information was provided by the initial reporter: it was reported foreign matter in product. Looked like red speck was molded into the syringe.